Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with arm movement that was reproduced with isometrics. Technical services (ts) reviewed device data and noted several instances of ra noise and oversensing resulting in false atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) and indicated that the noise appeared to be myopotential. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with arm movement that was reproduced with isometrics. Technical services (ts) reviewed device data and noted several instances of ra noise and oversensing resulting in false atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) and indicated that the noise appeared to be myopotential. This lead remains in service. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) decided to resolve with reprogramming. This lead remains in service. No adverse patient effects were reported.